Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, high pacing capture thresholds were observed on the right ventricular channel. The physician attempted to reposition the lead, but during the procedure the helix would not retract. The lead was disengaged by counter turning the lead body. The physician explanted and replaced the lead and the patient was stable following.